Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device is currently in the process of being evaluated on site by a baxter field service technician. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of failure code 38 was confirmed during device evaluation. The assignable cause was an out of specification left force sensing resistor (fsr). The left fsr was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.